Manufacturer narrative:
Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified by a battery alert found during a review of the event history log. The device was found out of specification in relation to the reported symptom 'battery alarm', caused by depressed battery pins which were observed during physical inspection of the device. The depressed battery pins did not allow for dc operation. The jammed battery contact pins were cleaned which resolved the jammed pins a nonconformance was not initiated because review of the evaluation elements did not identify nonconforming product. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a battery alarm during therapy of tridil (programmed amount and delivery rate unknown) in the cardiology unit. It was also reported there was no patient injury. All the information regarding the patient and event reported to baxter by the customer has been reflected in this report.